Event description:
Bipolar lead failure resulting in polarity switched to unipolar. Iegm shows noise (possibly external). Recommend bringing patient in for lead evaluation. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.